Event description:
It was stated that the customer's blood glucose levels dropped to 17 mg/dl and she was taken to the hospital. It was stated that the customer was pregnant and that she was having problems with the sensors communicating with the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.